Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit (pc) board was replaced and returned for investigation. The control pc board controls the breathing patterns for all different ventilation modes. The reported failure in pre-use check was reproduced during test of the returned control pc board and in a ventilator. The deviation was caused by an intergraded circuit (ic) that has short circuit the signal disable valves on the control pc board. If this fault happens during ventilation it will stop the ventilation and open all valves. Alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs. We could trace back the reported problem to may 7, therefore the date of event was determined as (B)(6)2018. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).